Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller was trying to communicate with a patient¿s newly implanted ins. The patient had an ins change out where the lead remained. The rep reported they were able to get communication to run impedances in the operating room, but now that they were in recovery they could not get telemetry with the clinician programmer or the smart programmer. The caller noted they were pressing hard on the skin and still got nothing. The rep was advised to try again while on the call and be sure the smart programmer was off when trying with the clinician programmer, and the clinician programmer gave a message noting interference. The rep was concerned that the ins was too deep. It was reviewed that sometimes it was just swelling or electromagnetic interference (emi). The caller noted they were certain that the old ins was not inadvertently implanted as they were able to run impedances. It was suggested to put something over the telemetry head and the rep used their thyroid collar with no success. It was suggested that a different room be tried, and the rep disconnected because they had to get the patient up to move to a different room. The rep stated they would talk to the healthcare provider if they still could not get telemetry. Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2019, indicating that it was unknown if there was confirmed interference. When asked if the ins was confirmed to be too deep, the rep stated it was not too deep. Once they moved the patient into the bathroom, the smart programmer was able to connect with the ins. The rep reported the cause of the inability to communicate with the ins was not determined. The actions interventions were reported to be that the rep followed the instructions to try moving the patient to a different room and connect with the smart programmer, and that worked to resolve the issue. No patient symptoms were reported. No further complications were reported.